Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires and a service code) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The electrode belt's trunk cable was cut, with wires severed in the cable. The root cause for the cut trunk cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was displaying a service code and had a damaged cable or wires exposed.